Event description:
Complainant alleged that while preparing the device to be used on a patient the device's display was distorted. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.